Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported during a da vinci-assisted procedure the clip applier instrument was stuck on the seal. The site completed the case as planned with no reported patient injury. Intuitive surgical, inc. (Isi) completed follow up and obtained the following information: prior to use, the instrument was inspected and no damage was noted. It was confirmed that the instrument was difficult to remove from the cannula and a pin was observed to be sticking out of the instrument. There were no known instruments collisions that occurred during use, no fragments that fell into patient and the port incisions were not increased.

Manufacturer narrative:
The serial number for the reference instrument associated with the complaint was provided.

Event description:
Refer to h10/h11 for follow-up information.